Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus delivery. The customer's blood glucose was 7.6 mmol/l. The caller stated that the insulin pump was not bumped or dropped.

Manufacturer narrative:
The insulin pump was unable to prime during test and alarmed motor error during basic occlusion test due to faulty force sensor. The motor passed motor test. The insulin pump was received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip and broken belt clip slot.